Manufacturer narrative:
A ge healthcare service representative performed a checkout of the device and confirmed the reported issue. It was found that the expiratory check valve was assembled incorrectly by the user after cleaning. The ge healthcare service representative removed the exhalation valve, then re-assembled correctly, which resolved the reported issue. Ge healthcare product engineering conducted an investigation of this event. The device logs were reviewed. The logs showed that a device checkout was performed at 15:20, but failed. The case was started at 15:51 the checkout failure. For the next 24 minutes, alarms were silenced by the user. The flow sensor module was removed once, the fresh gas flow was changed 7 times, and the mode was switched between manual and mechanical ventilation 6 times. These changes and adjustments indicate that the user was probably trying to correct an issue of building pressure within the patient circuit. At 16:15 the error log recorded â severe sustained pawâ (patient airway pressure). This indicates that the measured airway pressure was greater than 100 cmh2o for 10 seconds. When this occurs, the device will stop providing mechanical ventilation. The device was alarming for high airway pressure and high sustained peep (positive end expiratory pressure). The last alarm was silenced at 16:29 and the device was put into standby at 16:42. The patient was likely removed from the device at some point during that time interval.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that a patient undergoing surgery after a fall with bilateral arm fractures and no symptoms of thoracic injury was connected to the ventilator. Ventilation could not be started. Air entered the patient from the ventilator but was not expired, creating pressure that was not relieved. The patient suffered a barotrauma with bilateral pneumothorax and subcutaneous emphysema.